Event description:
The reporter contacted animas on(B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 21mmol/l with large ketones (+8). The patient self-treated with insulin via pump, inulin via injection and an insertion site change. Customer support (cs) reviewed the pump settings an all settings were correct. The pump was replaced. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The last basal delivery and the last bolus were on 09/16/2014. The black box shows an occlusion alarm with high force; deliveries resumed when pump was primed. The total daily dose (tdd) adds up correctly and reflects the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.